Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose level exceeded 500 mg/dl, but the exact highest value was unknown. The customer addressed the high blood glucose by administering a correction dose through the pump. The customer continued to use the pump for insulin therapy.